Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the electronic pen drive device motor seized, jammed and moved heavy. It was further determined that the device failed the following pre-tests: check function and direction of rotation, check function with test hand switch, check response of on/off trigger, check with test bench and record results and check with test hand switch. It was noted on the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as mar 6, 2017 on the initial report. It has been updated as mar 9, 2017. Device evaluation: during further evaluation, it was determined that the motor was blocked in addition to the failures documented on the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.